Event description:
Pt has midline deviation and malocclusion due to fracture of the plate. The plate was removed and replaced.

Manufacturer narrative:
Investigation in progress, but not yet complete.